Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the contrast, up and down buttons were intermittently unresponsive. The keypad was removed and contamination was found under the contrast, up and down button contacts. Unrelated to the keypad issue, investigation revealed that the battery cap threads were stripped and the cartridge compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and unresponsive keypad buttons. This report is made based on results of investigation completed on (B)(4) 2013.